Event description:
Received correspondence from attorney representing patient who underwent esophagogastrectomy for esophageal carcinoma on (B)(6) 2014. Letter further states that patient incurred injuries ¿in an incident that occurred (B)(6) 2014¿. It is not known which date is accurate and no further detail is provided.

Manufacturer narrative:
(B)(4). Additional information was received and it was determined that an ees product was not used. This event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4) additional information received: preoperative diagnosis(es): 1. Suspected and bowel leak, status post conversion of esophagogastrectomy to a roux-en-y gastrojejunostomy. 2. Large right pleural effusion. 3. Need for IV access. Postoperative diagnosis(es): 1. Postoperative leak after conversion of esophagogastrectomy to roux-en-y gastrojejunostomy in the form of a duodenal stump leak, and staple line dehiscence of the roux limb. 2. Upper abdominal peritonitis. 3. Large right sympathetic pleural effusion. 4. Poor IV access. Procedure performed: 1. Exploratory laparotomy with lavage of abdomen. 2. Tube duodenostomy. 3. Suture repair of disrupted staple line on the roux y limb. 4. Insertion of quad-lumen central venous catheter. 5. Insertion of right tube thoracostomy. Indications for procedure: patient is a (B)(6) year white male, who 14 years ago, underwent esophagogastrectomy for adenocarcinoma of the eg junction. He has done well over the ensuing years from oncologic standpoint and is considered cured from this disease; however, he has had persistent and worsening bowel reflux has resulted in pulmonary symptoms and operative therapy is now contemplated as all nonoperative therapies were exhausted by the gastroenterology service. The patient underwent exploratory laparotomy, with conversion to esophagogastrectomy, to a roux-en-y gastrojejunostomy approximately 11 days ago. The patient had a rather slow postoperative recovery; however, recent upper gl series performed 4 days ago revealed no evidence of leak with slow emptying but a patent raux limb; however, the patient had increased white blood cell count and upper abdominal discomfort; subsequently, CT scans revealed gl tract contrast leak and exploratory laparotomy is indicated at this time. He was also found to have a large right pleural effusion with atelectasis of the right lower lobe. This was felt to represent large sympathetic effusion. Also the patient has poor peripheral venous access, requires central venous access for tpn and fluid support. Attention was directed towards the exploratory laparotomy. The patient's previous midline incision was exposed after it had been prepped and draped, and the fascial sutures were cut and the abdomen entered. Peritonitis and gl tract contents were found pooled in the upper abdomen, superior to the transverse mesocolon. These areas were aspirated. The area was copiously lavaged. Interestingly, there were no signs of inflammation or leak in the inferior portion of the abdomen below the transverse mesocolon. The origin of the roux limb, which had been hand-sewn was healing satisfactorily and was patent in all limbs. The small bowel was run and no abnormalities were noted. Exploration of the upper abdomen revealed a partial disruption of the staple line of the duodenal stump. It was elected to perform a tube duodenostomy in this area. A 24-french mushroom catheter was obtained. The end was trimmed to allow subsequent easier removal and the tube was placed through the duodenal opening. A pursestring suture of 3-0 prolene was placed around the tube. The tube was clamped. The tube was exited through the right anterior abdominal wall and secured to the skin with 2-0 nylon suture. The tube was clamped for the remainder of the procedure. Further exploration of the roux limb, revealed a disruption of the linear staple line, which had closed the bowel after the original eea anastomosis was accomplished. The eea anastomosis appeared to be intact. The area was lavaged. The bowel appeared to be in excellent condition and the edges were viable with good blood supply. It was elected to attempt a primary closure of this area. This was closed with a single layer of interrupted 2-0 silk sutures. The nasogastric tube was advanced through the gastric tube, through the anastomosis and into the raux limb. The bowel was gently clamped and the wound was flushed with saline solution and air was introduced through the ng tube. No leak was encountered or visualized. The abdomen was copiously irrigated with approximately 10 l of saline solution. Two round blake drains were passed through the left-sided stab incisions with 1 drain being placed in the vicinity of the tube duodenostomy and extending into the hepatorenal space. The other drain was placed near the raux limb but not touching the area of repair. These drains were secured to the skin with 2-0 nylon suture. The tube duodenostomy was then unclamped, shortened slightly and then placed in a sterile urostomy bag. Three #2 nylon retention sutures were placed, and then the abdominal fascia was closed with short running segments of #1 pds. The subcutaneous tissue was packed with saline-soaked kerlix. Retention bridges were applied to the retention sutures and tightened. The remainder to the kerlix gauze was placed over the retention bridges and this was taped in place. The patient tolerated the procedure satisfactorily.

Manufacturer narrative:
Device manufacture date: information is unavailable; device was not returned for evaluation. Exact product code unknown.